Event description:
Overdelivery noted during routine clinical engineering preventative maintenance testing. With an expected delivery of 20.0ml, the device consistently delivered 21.2ml. Device specification requires delivery to be +/-4%. There were no reports of any problems when the device was in pt use. No add'l info was available.